Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage loaded voltage are within specs. However, pump error found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, stained keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump displayed power error message. The customer reported that he was in therapy session when the error message prompted.the customer reported alarm history showed a power error detected and a replace battery error. The customer's blood glucose level was 10.8 mmol/l at the time of the incident. Troubleshooting was performed and the customer was explained that the internal source in the pump is unable to charge. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.